Event description:
It was reported that the guidewire got fractured. The target lesion was located in the intracranial basilar artery. During the mechanical thrombectomy, a microcatheter was placed under the guidance of a 200cm x 10cm gw fathom -14 guidewire. However, the guidewire was fractured. The high pressure drip was immediately turned off. A balloon was advanced and inflated at its working pressure and the fractured guidewire was barely compressed in the lumen. The fractured guidewire was gently and successfully removed from the patient's body with no residual left as the device was intact. The procedure was completed with another of the same device. No complications reported and the patent's status was stable.